Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set occlusion issue on (B)(6) 2026, as the customer stated that he performed the air removal step without insulin in syringe, leading to cause occlusion alarm. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. No further information is available.